Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 438 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found a bit bent and adhesive started to lift off. The site was a bit irritated from the removal. As treatment, patient administered insulin with a new pod was applied. Patient¿s history: 10:09am was at 96 mg/dl; 1:06pm was at 265 mg/dl, bolus had iob, did a basal increase of 35% ; 2:56pm was at 264mg/dl had not come down at all, did 0.45 unit bolus and basal increase of 50% ; 3:55pm was at 316 mg/dl, bolus 1 unit ; 4:55pm dinner bolus, came down for a bit but then when straight up, sugar started to elevate; delivered 1 unit at around 8pm, that¿s when they removed the pod; peeked at about 438 mg/dl.

Manufacturer narrative:
The received device had the cannula assembly deployed. A kink was observed in the exposed soft cannula. Inspection of the device did not find any issues that would result in skin irritation or failure to adhere. No issues that would cause high blood glucose levels were found. A root cause could not be determined for the reported events.